Manufacturer narrative:
(B)(4). Follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is air bubbles. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
Post investigation findings revealed that the "other" should be "air bubbles".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309657 batch#: 3355107. It was reported that the bd luer-lok was damaged/deformed. The following information was provided by the initial reporter: "I had an issue with one of the 3ml syringes today from lot 3355107 (ref 309657). During the draw, blood flowed through the tubing of the butterfly just fine but began to fill with air bubbles as it entered the syringe. I tightened the syringe-needle connection, but the bubbles persisted. An rn swapped my syringe for me, and the bubbles stopped, and the draw went like normal. The syringes were from the same lot so I'm concerned that some of the syringes are damaged at the connection point that would allow air to enter the syringe. I conferred with other phlebotomists, and they mentioned that they have had similar experiences with the three ml syringes lately." Evn24552181 - syringe 3ml l/l 309657. Situation: issue: I had an issue with one of the 3ml syringes today from lot 3355107 (ref 309657). During the draw, blood flowed through the tubing of the butterfly just fine but began to fill with air bubbles as it entered the syringe. I tightened the syringe-needle connection, but the bubbles persisted. An rn swapped my syringe for me, and the bubbles stopped, and the draw went like normal. The syringes were from the same lot so I'm concerned that some of the syringes are damaged at the connection point that would allow air to enter the syringe. I conferred with other phlebotomists, and they mentioned that they have had similar experiences with the three ml syringes lately. Background: event date: 5/25/2024. Ih #: 93055713. Mfg #: 309657. Description: syringe 3ml l/l 309657. Sample available : y/n (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email) lot #: 3355107. Assessment: po # (B)(6).. Was there injury? No. Name of facility : (B)(6). Recommendation/request: intermountain¿s next steps: supplier¿s next steps: ¿ if you would like the product returned, please reply all with a return shipping label attached within 10 days that this email was sent (5/29/2024). If no label is received, product will be discarded. ¿ address for return label: (B)(6).